Event description:
Alleged the bed will not go into trendelenburg.

Manufacturer narrative:
The facility found the trend mechanism parts were broken. The facility replaced the trend gas springs and the associated hardware to repair the bed.